Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. Based on the photographic evidence provided of the subject er320, a cause for the clip complication cannot be determined. The user may have influenced the formation of the clip.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not holding on the vessel properly and were malformed with a teardrop opening. They removed the clips and used a second like device to compete the procedure. This occurred on the third firing. The device was not reported to be difficult to fire or have unusual noises during firing. There was no reported consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was a cholangiogram used in the procedure? Rep has no additional information on the event.